Event description:
It was reported that the 7900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fl fuse was replaced during the service call. The system was tested and found to boot up correctly and put back into service.